Event description:
The customer contacted philips healthcare to report that a red ' x ' at display window. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The hospital biomed reported a red x at display window [ready for use indicator (rfu) displayed a red x]. There was no patient involvement.

Event description:
The customer contacted philips healthcare to report that cannot detect battery intermittently. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.